Event description:
It was reported that the patient received a shock due to a right ventricular lead fracture. The lead also had noise, oversensing, and increased impedance. The lead was capped and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.